Event description:
The pump failed to turn on. It was tried in several different outlets. Another pump was used to complete the case.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.